Event description:
We received a report from a hospital in (B)(6) of an incident where a carer received an electric shock when they touched the bed frame of one of our contoura 1080 model hospital beds. No serious injury was sustained. However, we have sold the contoura 1080 model in the (B)(6) and are therefore, reporting the incident because of a potential for serious injury if the malfunction were to recur.

Manufacturer narrative:
Our evaluation has shown that the event was caused by the device's electrical wiring being modified in an unauthorized way, by persons unk. The device was routinely serviced by our personnel in (B)(4) 2009 and was electrically tested at that time and all electrical tests on the device passed in accordance with specification. When the device was evaluated following the incident, it failed the electrical tests. Visual inspection showed that the wiring had been modified and incorrectly terminated at some time after the last service intervention by our company. The live conductor had been incorrectly connected to the earth terminal.